Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant procedure, the pulse generator was interrogated and exhibited backup vvi operations. The device was not used and was replaced successfully. The patient was stable post-procedure.

Manufacturer narrative:
This supplemental report is to correct the initial MDR report to include report source foreign.

Manufacturer narrative:
The reported event of backup vvi operations was confirmed in the laboratory and was due to multiple parity errors occurring. The device was tested on the bench and all test were normal. The cause of backup due to parity errors could not be determined.